Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported via social media that a skin reaction occurred. On (B)(6) 2025, the patient experienced a skin reaction with itching, rash, swelling, and redness, under entire patch area. The parent reported on that with the last 3 sensors swelling was noted when the sensor was removed (other sensor sessions were documented in (B)(4), both non-reportable). The patient was seen at the hospital, at ¿antibiotics were given as a precaution¿. Furthermore, the patient was given an unspecified allergy tablet. Only 1 hospital visit was reported by the parent regarding the 3 sensor sessions. The parent was contacted multiple times to receive further details regarding this event, but all contact attempts were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.